Manufacturer narrative:
The reason for this revision surgery was to remedy the patient's rotator cuff failure after 1 year, 6 months, 24 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 3 prior complaints reported against this part; 1 of these complaints had the same failure mode of stability, poor joint. This is the first complaint against this lot number. The root cause for the rotator cuff failure was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's rotator cuff failing; the surgeon converted to a reverse shoulder prosthesis.